Manufacturer narrative:
Additional information: d10 device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The manufacturer field service technician reported that the device overheated while it was being serviced at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
The manufacturer field service technician reported that the device overheated while it was being serviced at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.